Event description:
Boston scientific (bsc) crm received info that this pt was a heavy chested rather obese female. Upon the pt sitting up, the weight of her chest put undue strain and tension on the device and the 4135 lead was dislodged. It was noted that the pt had a seemingly very sick atrium and the lead had to be positioned several times to obtain adequate pacing and sensing thresholds. The physician chose to use a different lead.